Event description:
It was reported that a small volume folfusor was not completely emptied after one week of treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.